Event description:
It was reported that a patient underwent a total hip replacement on an unknown date and suture was used on the subcuticular tissue. Post-op, the patient experienced inflammation, subcutaneous tissue necrosis, liponecrosis, seroma and problems in wound healing. The patient required wound drainage and washing. The current condition of the patient was reported as continuing to medicate the wound and not yet healed. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Total hip replacement. What was the initial approach for the index surgical procedure? Open. On what tissue was the suture used? Subcuticular tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots. Please describe any medical/surgical intervention required for this suture event including dates and results. How was the seroma managed? Wound drainage, wash with physiological solution, serum buffer for infection research (negative). How as the necrotic tissue managed? Waiting spontaneous healing of wound. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Seroma, tissue inflammation, depression of scare. Onset date? Other relevant patient history/concomitant medications? What are the results of the serum analysis? Were cultures performed? Results? Cultures are negative. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There is a problem in the suture. What is the patient's current status? He continues to medicate the wound, not yet healed. If applicable, will product be returned? If so, please provide the return date and tracking information. Not the product, because is implanted. But there are 1 unit of same lot. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Additional wound dressing, serum analysis. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No. What is the current status of the patient? Problems in wound healing, seroma, liponecrosis. Please provide the lot number: scbgbdd0. Device return status: the involved device is implanted. I¿m sending another sterile unit of the same lot number please advise how many products are involved with patient. 1.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one sealed packet that pertains to product code j359 was received for evaluation. The sealed packet was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, and damage (torn, punctured) and none was observed. The packet was opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. The suture was dispensed without problems and examined along the strand and no defects, or damaged on the suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.